Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk, missing end cap sticker, cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that there drive support cap of the insulin pump was loose. The customer had not pressed the cap while connected to the insulin pump. The insulin pump had not been dropped or bumped. The customer's blood glucose was unknown. Nothing further was reported.